Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an open wound, suspected infection, and drainage at the ipg and lead site. The patient was administered antibiotics to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
D10 correction: medical product and therapy date was not initially filled out. E1 update: the reporter¿s information was updated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue. The patient was also administered IV antibiotics to address the issue.